Manufacturer narrative:
Analysis of the system data and investigation has determined that the false negative immulite 2500 hcg test result and discordancy when compared to alternate hcg test methods may be attributed to reagent sensitivity bias and imprecision at the low end reagent assay.

Event description:
A false negative immulite 2500 hcg result was obtained on a pt sample and questioned by the physician. The pt was redrawn two days later and the repeat hcg result was positive. The discordant sample was tested and compared to other hcg test methods and the results were positive. There was no known report of pt treatment being altered or adverse health consequences due to the initial false negative hcg assay result.